Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during use of a cleo® 90 infusion set, the patient accidentally pulled out her infusion site. The patient's blood glucose levels were over 500mg/dl, and the patient had moderate ketones at the time of the event. The patient's ketone level was identified as not dangerous or life threatening by the patient's health care professional. Patient inserted new site. No permanent injury was reported.